Manufacturer narrative:
(B)(4). The customer service engineer (cse) verified the reported failure and replaced the graphic user interface central processing unit (gui cpu), backlight inverters, and loaded software. The ventilator then paseed all performed tests and calibrations.

Event description:
It was reported that the ventilator became inoperative during patient use. The patient was transferred to another ventilator without any reported harm.